Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited varying shock impedance measurements from 94 ohms to 130 ohms. The health care professional (hcp) planned to continue monitoring at this time. This rv lead remains in service. No adverse patient effects were reported.